Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was lifted and the switch and j1005 was contaminated . The cause of the inability to activate the monitor is the contaminated switch. Additionally, monitor was unable to fire a pulse test below lower limit. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and the monitor was delivering a pulse below lower limit.